Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The lv lead impedance rose to 3,000 ohms suddenly. Loss of capture was noted. Pi ordered crt remain on. Lv impedance is to be monitored via home monitoring and currently remains actively implanted.